Event description:
As reported by the user facility: brief inquiry description: easypump medication gets done early. Detailed inquiry description: (B)(6) is using easypump and has seen an increase in complaints on the medication finishing early (up to 12 hours). I have sent the video over as well as tips/tricks for the patient. They have the patient information cards and use the insulated pouches for all patients.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.